Manufacturer narrative:
Date of event was estimated based on aware date as the event date is currently unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no patient complications that occurred. The patient came in for their 45 day follow up transesophageal echocardiogram imaging procedure. The imaging showed that the patient had a device related thrombus. The patient had no symptoms and there were no adverse events as a result of this. The patient was continued on their anticoagulation medication.